Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical assessment: a sixty-six-year-old patient was admitted with decompensated heart failure (hf). Inotropes were initiated, however, the patient had ventricular tachycardic arrest and the decision was made to take the patient to the or for placement of impella 5.5. No issues during pump placement. The patient was supported with impella 5.5 while waiting for heart transplantation. During the intensive care unit (ICU) stay, the placement sensor began failing with faulty aortic placement signal triggering suction alarms. The p level was reduced in attempts to correct the issue however, the placement alarms continued and were ultimately silenced. The placement signal alarm was disabled throughout the remainder of the patient¿s ICU stay until (B)(6) 2025 when the patient went for heart transplant with removal of impella device. Engineering assessment: during impella 5.5 support, low placement signal was noted compared against arterial line reference pressures, causing placement signal low alarm and false suction alarms. Patient support continued without issue until the patient received a heart transplant. There were no adverse events related to this device.